Event description:
The fse reported that the system displayed errors which prevented the system from producing x-rays. This can cause the system to become unusable due to the inability to produce a live image. There is no report of injury or death associated with the event described in this complaint.

Manufacturer narrative:
A ge service representative performed an onsite investigation. The igbt and monoblock boards were evaluated and replaced. The system was tested and found to be working as intended and returned to service.